Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with shortness of breath. The patient¿s electrocardiogram shows t-wave oversensing (twos) on the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider yielded that no intervention was performed for the rv lead. The patient has an appointment to see the electrophysiologist. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.